Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their transmitter. The customer states they had misplaced it when they removed it. The customer mentioned having had low blood glucose level of 40mg/dl. The customer states they had corrected with food. The customer declined to troubleshoot for the lows. The customer was advised replacement would be sent.